Event description:
New information received notes that programming interventions were made at follow up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up for a routine device check. Upon interrogation episodes of ¿high ventricular rate¿ were noted to be stored on the device. The episode appeared to be caused by right ventricular lead noise resulting in pacing inhibition. No interventions were reported. The patient was not right ventricular pacing dependent and was asymptomatic.